Event description:
It was reported that guidewire detachment occurred. A 150cm, 8cm poly tip v-18 control wire guidewire was selected for use. However, during procedure, it was noted that the guidewire got separated. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the guidewire broke inside the patient's body at a portion near the tip of the device and the device was completely removed. The physician believes that the cause of the detachment was due to a calcified lesion.

Event description:
It was reported that guidewire detachment occurred. A 150cm, 8cm poly tip v-18 control wire guidewire was selected for use. However, during procedure, it was noted that the guidewire got separated. The procedure was completed with a different device. There were no patient complications nor injuries reported.